Event description:
A home patient contacted baxter's technical service center for assistance regarding a system error 2240. The error occurred after her husband reportedly tripped over the heater line, which dislodged from the heater bag during apd therapy. The home patient said, she closed her catheter immediately when the incident occurred. The technical services rep reportedly told the patient to end therapy and discard the supplies. There was no patient injury or medical intervention as indicated on the initial report.